Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer met with a representative and it was confirmed that impedances were out of range on one lead. Oor was mentioned. The patient was scheduled to meet with a hcp in april to determine about a replacement. There were no further complications reported.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the rep was able to program the stimulator. The patient told the rep that when she moved in certain positions she did not feel stimulation. However, the patient did feel stim most of the time. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and lumbar rad iculopathy. It was reported that the patient adjusted her stimulation because she was experiencing severe leg pain in the back of her leg on the night prior to the report. It was reported that the stimulation is not covering the patient¿s pain like it used to. The stimulation has always covered the right leg, but never covered the left leg, and now it is not covering anything. The patient indicated that they cannot bear weight on the right leg since this issue started on (B)(6) 2019. The patient has had discussions with her health care professional about replacing the implantable neurostimulator because they have never been able to get stimulation to go down her leg (never experiencing therapeutic effect). The patient is also experiencing a pinching sensation at the implant site. The pinching feels similar to an insect sting. The patient is meeting with a neurologist in (B)(6) 2018 regarding a replacement. When she went to decrease the stimulation on (B)(6) 2019, she got an oor (out of regulation) on her patient programmer. The implantable neurostimulator was at least ¼ battery level. The patient tried changing the patient programmer batteries and was able to adjust her stimulation. The patient had pain on the morning of the report and went to increase the stimulation and got the out of regulation message again. The patient successfully bypassed the out of regulation message and then was able to adjust the stimulation after the message was bypassed. The patient met the manufacturer representative on (B)(6) 2019. The impedances were checked, and most are over 10,000 ohms. No trauma or falls were noted to be related to the issue. Impedances were run at 3 volts. The manufacturer representative mentioned losing connection a few times with the clinician programmer while running group impedance. No electrode pairs were out of range; however, contact 15 was consistently around 15,000 ohms to 16,000 ohms. Ref 0 ¿ pairs around 1000 ohms ref 5 ¿ pairs around 1000 ohms ref 9 ¿ pairs around 1000-2000 ohms, contact 10 at 204 ohms, contact 8 at 302 ohms, and contact 11 at 271 ohms ref 14 ¿ pairs around 1000 ohms a1- 822 ohms using electrodes 2,3,6, 7 a2 ¿ 1527 ohms using electrodes 0,1,2 a3 ¿ 1105 ohms using electrodes 12, 13, 14, 15 a4 ¿ 119 ohms using electrodes 8, 9, 10, 11 it was recommended that the manufacturer representative avoid contact 15 and programming pairs 8-9, 9-10, and 9-11 and remove program 4 because of the low impedance. Imaging was suggested if reprogramming was not successful. There were no further complications reported.